Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak of the homechoice cassette that led to this alarm; described as "there was some solution over floor¿. Renal therapy services (rts) referred the hp to contact the hospital in order to finalize the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.